Manufacturer narrative:
The insulin pump passed the displacement test. However, there was a motor error alarm during the basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the device and passed. The motor position encoder error alarm was unable to be verified in the alarm history due to file being over written by the displayable history crc check failure alarm. The displayable history crc check failure alarm was due to a corrupted history file. The device was received with cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 160 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received 6 motor errors in the last 30 days. Customer rewinds and resets the time and date and gets a motor error. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.